Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The patient was hospitalized after experiencing multiple episodes of syncope due to oversensing, noise, and atrial-ventricular crosstalk on the right ventricular lead. An x-ray was performed and showed no anomalies. The device was reprogrammed and the patient was stable and will continue to be monitored.

Event description:
Related manufacturer reference number: 2938836-2017-18358. Two weeks following discharge, the patient was readmitted to the hospital after another episode of syncope due to crosstalk and noise. The device was also found in backup vvi mode. The device was explanted replaced and the lead was capped and replaced. The patient was stable following the procedure.